Manufacturer narrative:
The device received with operating currents within specification. The device passed self test and displacement test. The battery was removed from pump and monitored for 10 minutes. Device powered up properly after insertion of the battery and no pump error 23 was noted. The power management tool confirms the unloaded voltage and loaded voltage are within specification. Pump error 63 confirmed in pump history with variable due broken trace at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error. The customer¿s blood glucose was unknown. The troubleshooting was not performed for pump error. The insulin pump will be returned for analysis.